Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having sensor discrepancies. Their transmitter was giving them calibration error. The insulin pump was going into threshold suspend. The customer¿s blood glucose level was 117 mg/dl while the sensor glucose was 67 mg/dl. Troubleshooting was performed. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.